Event description:
It was reported the cable of the autoclavable camera head was cut in the area where it connected to the processor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detachment of cable unit, poor water-tightness of head unit, water tightness was lost, damage on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.